Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The customer cleared the alarm and resumed insulin delivery. Reportedly, the customer declined troubleshooting and declined to provide additional information regarding the event. There was no reported impact to blood glucose.